Manufacturer narrative:
MFR received date: 04 feb 2020. The touch screen assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Resistance measurements were performed on the returned touch screen assembly. The ul_lr and ur_ll resistance were out of specification. Faults were found on the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08nov2019.

Event description:
The customer reported touchscreen failure. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The touchscreen was calibrated but the phenomenon persisted. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.